Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the error message "head error". No patient has been involved when the failure occurred. No harm to any person has been reported. The affected drive (serial#(B)(6) ) was sent back to manufacturer for repair. It was received on 2022-01-10 and during investigation by the getinge service department on 2022-01-12 the reported failure "head error" could not be reproduced. In addition it was found that the "closing assy is missing". The rfd (rotaflow drive) closing assy (material#70101.1680) has been replaced by a getinge service technician. The drive was sent to the supplier emtec for further investigation and repair. On 2022-02-16 emtec was unable to reproduce the reported failure "head error". The supplier found moisture and heavy contamination inside of the rotaflow drive the root cause was determined as misuse of the device, which lead to a damage of the rotaflow drive motor and electronics. These were replaced by the supplier. The most probable root cause for the "moisture and heavy contamination inside of the rotaflow drive" could be determined by the supplier emtec as misuse. Based on these investigation results the reported failure "head error" could not be confirmed. However, the failure mode "head error" can be linked to the following most possible root causes: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console.   2.if the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The product in question was produced in 2010-01-01. Based on these investigation results the reported failure "closing assy missing"could be confirmed. The reported failure "closing assy broken" was already investigated by our lce in complaint (B)(4). Most probable root causes could be determined: - too excessive force; - weakening due to manufacturing errors (air inclusions); - weakening due to aging. Uv light (sun) or contact with chemicals. In order to avoid reported failure "head error", the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The review of the non-conformities has been performed on 2021-12-30 for the period of 2010-01-01 to 2021-06-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. When the event occurred, the device was not being used for patient treatment. The product was directly involved in the event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but ha not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ during preparation of the device. Complaint ID:(B)(4).